Event description:
The facility representative contacted a baxter technical service representative to report a colleague infusion pump with failure code 812:03, also referred to as "a lot of modulator... Errors". This condition was reported to be found upon power up. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated. During review of the event history it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
The reported condition of failure code 812:03 was not confirmed or duplicated; therefore an assignable cause could not be determined. Should additional information become available; a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been previously sent into service for the reported condition of "812:03".(B)(4).